Event description:
Pt presented to the ER with sob and chest burning to tightness. Pt taken to the cardiac cath lab (ccl) for recatheterization. An attempt was made to repair an ostial posterior descending artery lesion. "A very fine 0.014 wire was entrapped in the lesion. Attempts at removing the wire resulting in a portion of wire being lodged in the right coronary artery and lodged out towards the posterior descending artery."the complete angiography after stent deployment indicated "excellent flow down the right coronary artery and the posterior branches, with the residual stenosis at the ostium of the posterior descending artery." Vss, denied cp. Another physician consulted.this physician evaluated pt in ccl, "there is a very slender wire that is entrapped in the right coronary artery, there does not appear to be any that is obviously protruding into the root of the aorta. This fine wire is along the wall of the tight coronary artery. "At this point, I do not feel that this would jeopardize his right coronary system. Do not feel that this wire would contribute to any horrific results. The wire most likely will endothelialize in the right coronary artery. Since the morbidity of removing this wire far outweighs its being left in place, would not recommend processing towards open heart surgery at this juncture."the pt was transferred from the ccl to cicu, heparin drip started at 500 units an hour to maintain act level more than 200 to prevent clotting around the wire.the pt was transferred from the ccl to cicu, heparin drip started at 500 units an hour to maintain act level more than 200 to prevent clotting around the wire. Pt transferred to skilled nursing unit one day later. Pt discharged home after 6 days. ====================== manufacturer response for 0.014 190cm high-torque advance guide wire, hi-torque universal/ hi-torque advance======================vendor notified at time of event-response not known.